Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The atrial lead exhibited noise, causing inappropriate mode switches. There was no atrial noise reversion. The patient was stable, and will continue to be monitored.